Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissors (mcs) instrument had dull scissors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint, "dull scissors." Failure analysis found the primary failure of mechanical indentations/burrs to the blades to be related to the customer reported complaint. The instrument was found to have blade damage. Both blade edges were indented, this can prevent the blades from closing. The instrument was placed on an in-house system, and cut test was performed. The scissors did not cut cleanly through 0.006" latex. The latex got snagged at the scissor tips. The root cause of this failure is attributed to user. Additionally, the instrument was found to have thermal damage to the distal tube extension. The instrument passed the electrical continuity test. This failure is typically associated with mishandling/misuse.